Event description:
The device was connected to a conscious pt with a normal sinus rhythm through a pt monitoring cable. The device was displaying the pt ECG appropriately, when allegedly the ECG spontaneously was displayed as a course ventricular fibrillation. The ECG would return to an appropriate normal sinus rhythm display with no operator intervention. There were no adverse affects to the pt reported as a result of the alleged failure.